Manufacturer narrative:
(B)(6). This event was previously reported under manufacture report number 1628664-2017-00331. The suspect medical device was change to the architect hiv ag/ab assay. Product evaluation: further investigation of the customer issue included a review of the complaint text, a device history review, field data review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. The device history review did not identify any non-conformances or deviations. An analysis utilizing field data was completed. The analysis concluded that there is was no (B)(6) of the initial and repeat (B)(6) rates. Therefore, historical architect hiv ag/ab assay performance and current performance are similar. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-27,was identified.

Event description:
The customer observed (B)(6) results for multiple patients while using the architect hiv ag/ab combo assay on the architect i2000sr analyzer. No specific result data was provided. The customer did indicate four specimens were impacted and each were retested as directed. No impact to patient management was reported.

Manufacturer narrative:
In the previous report documenting the product evaluation, it was documented as: based on the available information no malfunction and no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-27,was identified. The final summary should have been written as: based on the available information no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-27,was identified.